Event description:
It was reported that a malfunction occurred on the pump, with the customer experiencing at least three instances of the same issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Tandem technical support arranged to send a replacement pump with updated software and guided the customer on resetting and storing the current pump temporarily. The customer acknowledged the instructions and the need to return the faulty pump within 10 days using a pre-paid label.